Event description:
Implant failed due to a broken/fractured component.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, injury, is provided in this follow up report.

Event description:
The initial report did not have the correct event type documented, thecorrect event type, injury, is provided in this follow up report.